Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an ovation ix device. Approximately 3 months post implant, patient presented with sepsis and intra-abdominal abscess. The abscess was found to be directly on the outside of the stent graft. On (B)(6) 2018 the graft was explanted, the abscess was drained and an right axillary to bilateral femoral bypass with ptfe was performed. The lab report form the expanded specimen showed that the infected graft was due to candida albicans/dubliniensis. On (B)(6) 2018 the patient died as a result of the infection